Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, identifying that the plastic screw that holds the grip in place for the powered transport handle broke off causing the grip to slide down over the enable switch. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions operate correctly. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support provided the account the part number for the plastic screw that the account will replace to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was driving forward unintentionally. The bed was located in med surg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).